Manufacturer narrative:
(B)(4). The lot number of eea28 devices in stock in the or at the time of the report for eea28: (B)(4).

Manufacturer narrative:
(B)(4) the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter, the surgeon performed a low anterior resection for a patient with a pre-op diagnosis of cancer. During the initial procedure the donuts looked good and the leak test was negative. 3 days post op reportedly there were issues in the stomach and the patient was septic. The patient underwent reoperation and died on an unknown date. The sales rep. Spoke to the surgeon who did not think the device had any direct effect on the patient outcome. Despite many attempts no further information was obtained. The device will not be returned.